Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was duplicated. The reported failure was resolved by replacing the therapy pca.

Event description:
The customer reported that during the operational check, the unit would not shock.